Event description:
An ipp device was implanted on 3/23/87. The cylinders were revised on 3/7/88. A revision surgery was performed on 6/5/91. The pump and cylinders were removed on 7/10/91 another device was implanted. Information received on 4/7/97 indicates the reservior from the 7/10/91 surgery was removed on 9/17/91.